Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code and a "vent inop" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced due to contamination to address the issue. Additionally, the blower assembly, blower cap, blower chassis, blower bellows seal, blower mount, cooling fan/retainers, proportional valve (aecm), 3-way solenoid valve, system pca, outlet side panel, dual limb cup, tubing-fio2, tubing-system pca, tubing-blower chassis, tubing-low flow o2, and muffler assembly were replaced due to contamination, which were not related to the malfunction/issue.